Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation of the prosthesis was diagnosed through a physical examination on (B)(6) 2017. As a result, bilateral prothesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 270873 was reviewed on 7/9/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/17/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation of the prosthesis was diagnosed through a physical examination on (B)(6) 2017. Upon receipt to mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.6 cm at the end of an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).